Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was unable to be confirmed based on lack of provided imagery or returned device. Available information suggests calcification likely contributed to the event as it was reported the commander balloon ruptured during inflation on the stj calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position. The 23mm commander delivery system balloon ruptured during inflation on the stj calcium. The valve was fully expanded based on echo, no pvl and the valve was circular in shape. The balloon was removed fully intact. There was no vascular injury and the patient was transferred to the pacu, alert and oriented x3.